Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03387 and 0001825034-2017-03388.

Event description:
It was reported that a patient was revised 19 years post operatively due to recurrent dislocations. No additional information is currently available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. X-ray review: no gross loosening of the visualized acetabular and femoral components. The femoral head component is slightly off-center within the acetabular cup component suggesting wear of the superior acetabular cup liner. Possible contributing factors for dislocation include relatively steep acetabular cup lateral angle of inclination, and possibly neutral or low acetabular cup version angle. Bones are generally osteopenic. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03387 and 0001825034-2017-03388.

Event description:
It was reported that the patient's left hip has been indicated for revision due to recurrent dislocations. No additional information was provided.